Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving several hv shocks. A magnet was placed over the ICD to suspend hv therapy. Review of episodes noted inappropriate shocks due to noise artifacts on the v sense amp channel. The noise was not reproducible in clinic and the rv lead diagnostics were stable. The physician attempted to upgrade the patient but could not get access for the lv lead. Patient was referred to another hospital for lead replacement. Patient was stable. Lead was explanted and replaced. Insulation damage on the lead in the pocket area was suspected. The patient was asymptomatic during the procedure and fine in the recovery room afterwards.